Event description:
It was reported that the day after the implant, a chest x-ray revealed a large left sided pneumothorax. A chest drain was inserted and medications were administered to the patient. The leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.